Event description:
The account alleged the side rail will not stay in the raised position. No pt impact.

Manufacturer narrative:
The technician found linen bunched up between the mattress and the side rail. The technician took the linen out from between the side rail and the mattress to resolve the issue.